Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the reported event was likely attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separate issue. During the device analysis, the repair service technician identified that the device exhibited missing sealant at the light guide cover and forceps cover, as well as cuts and punctures on the ultrasonic transducer. There was no patient involvement.